Event description:
It was reported that the spot where the implant was located was very hot and like it was on fire since the prior evening. Previously the patient didn¿t have any trouble. The patient was bedridden and turned stimulation off the prior day and it was still burning. The area was sensitive and with clothes on it was hurting. The patient¿s healthcare professional told her to go to the emergency room. The emergency room doctor turned stimulation back on and the burning sensation was ¿through the roof.¿ the patient turned stimulation back off and consulted with her managing doctor to have the device interrogated. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concommitant products: product ID 3889-28, lot # va0p20j, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).